Event description:
Reporter alleged obtaining discrepant blood glucose values of 425 mg/dl back to back with a result of 190 mg/dl when testing was performed within 10 minutes on the active system. Reporter stated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of the testing. No actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.